Event description:
The patient's angiogram showed there was restenosis in the entire stented area after this stent had been implanted for a duration of 1 year and 3 months. This is the same patient and same surgery date as MDR #6000002-2006-00075.